Event description:
It was reported that during a hypoglycemic episode the ilet user stated they only treat when the urgent low alarm activates and had disabled non-urgent alarms, and threatened to damage the pump if it beeped; troubleshooting focused on education regarding the importance of alarms and treating at the first low alert. Symptoms included hypoglycemia with a nadir of 52 mg/dl, confusion/disorientation, and diaphoresis. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to insufficient treatment of hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.